Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock. All sensing vectors were checked and showed appropriate sensing. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock. All sensing vectors were checked and showed appropriate sensing. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this s-ICD exhibited continued t-wave oversensing due to diminished r-wave signal amplitude measurements and resulted in storage of an untreated episode. Additionally, baseline noise was observed on stored s-ecgs, however, the device appropriately labeled it as noise. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock. All sensing vectors were checked and showed appropriate sensing. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this s-ICD exhibited continued t-wave oversensing due to diminished r-wave signal amplitude measurements and resulted in storage of an untreated episode. Additionally, baseline noise was observed on stored s-ecgs, however, the device appropriately labeled it as noise. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this s-ICD exhibited ongoing t-wave oversensing resulting in delivery of additional inappropriate shock therapy. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the oversensing is a known inherent risk with use of this product. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Investigation conclusion: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock. All sensing vectors were checked and showed appropriate sensing. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this s-ICD exhibited continued t-wave oversensing due to diminished r-wave signal amplitude measurements and resulted in storage of an untreated episode. Additionally, baseline noise was observed on stored s-ecgs, however, the device appropriately labeled it as noise. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this s-ICD exhibited ongoing t-wave oversensing resulting in delivery of additional inappropriate shock therapy. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this device exhibited occasional undersensing of r-waves and ongoing t-wave oversensing. Further review was recommended. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.